Event description:
A reported incident involved a chemosafelock bag spike stated that leakage was observed at the connection between the key-luer (kl) connector and the spike component. The returned sample was received connected to an otsuka saline bag. The issue occurred during an infusion and was not detected prior to direct patient use. No serious injury or death was reported. There was no blood loss, unprotected chemotherapy exposure, delay in critical therapy, adverse operator consequences, or requirement for medical or surgical intervention. The device was replaced, and the procedure was completed without further issues. The involved device is available for evaluation and was not disposed of. A same-lot sample is not available for testing, and the mating device is unavailable for evaluation. The procedure involved the infusion of saline.

Manufacturer narrative:
Device has not been returned to manufacturer. A supplemental MDR will be filed when additional information becomes available.